Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include: component damage or degradation, environmental issues like dust, contamination, humidity, optical issues, thermal issues, or electrical issues like signal loss or circuit breaks. The most probable cause of the complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye deflectable videoscope exhibited image noise. There was no patient involvement.